Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer experienced different blood glucose level of 60 mg/dl, 69 mg/dl, 260 mg/dl, 122 mg/dl and 198 mg/dl. The customer was treated with carbs and glucose tablets. The customer did not report any symptoms for low blood glucose level. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer did allege that the insulin pump was over delivering. Customer reports auto mode was automatically delivering insulin at the time of low blood glucose event. Troubleshooting was declined by the customer for low blood glucose. The product will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08705 inches. The pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at the insulin during testing.